Event description:
Patient presented with non union left hip fracture. The failed hardware is listed below. Previous surgery for open reduction internal fixation (orif) in left hip using zimmer compression nailing. Patient returned to surgery one month later for removal of failed hardware and a left hip hemiarthroplasty.patient had multiple pre-existing conditions.failed hardware removed:- zimmer 4 hole plate - 135- cat #119413504 - lot# 61286877 - size 86mm- zimmer compression lag screw - cat# 11931045 - lot# 60653141, size 12.7- zimmer cortical screw 4.5 - cat# 48454001 - size 40- zimmer cortical screw 4.5 - cat# 48453801 - size 38- zimmer self tapping screw 4.5 - cat# 48453601 - size 36

Manufacturer narrative:
During placement of the last loops of a trufill orbit complex fill 8x15 coil ((B)(4)) into an unruptured cerebral artery aneurysm, one loop was pushed into the parent vessel. When pulling the delivery catheter in order to retrieve the coil back into the prowler select microcatheter (catalogue and lot number unknown), the coil started to stretch and eventually the coil tore. Only the delivery catheter and part of the coil was retrieved. The part of the coil that was stretched progressed distally and the surgeon used a coil retriever but without success. During the retrieval procedure, the vessel was occluded by a thrombus caused by the coil. The patient had a mild stroke caused by the embolized coil/thrombus, and was given rtpa to dissolve the thrombus. The decision was made to deploy a stent to push the stretched coil against the vessel wall. The procedure was prolonged 180 minutes due to the event. After the procedure, the patient was stable with good recovery and no clinical deficits. The incidental aneurysm still had partial inflow and was not occluded. The patient was prescribed plavix until the coil has grown into the intima. It was reported that the user was trained and the product was stored per labeling. The microcatheter (mc) was not reshaped and a continuous flush was maintained through the mc at all times. There was no difficulty encountered inserting the guide wire or coil into the mc. During coil placement the mc was positioned into the aneurysm (tip 1/3 of the aneurysm length). It was indicated that prior to the event, the coil was out of the mc when the mc was being repositioned. It was reported that during withdrawal of the coil it was eventually noticed that the coil didn't move. At this point, the coil already had started to stretch. Minimal resistance was felt. No clear reason for the stretching was identified by the physician. The mc was not at an acute angle during the withdrawal. A non-sterile trufill orbit dcs was received inside of a plastic bag. The hypotube was inspected and several kinks were found. The introducer was zipped covering part of the hypotube, the support coil and the gripper. The no damage of the support coil was found. The embolic coil was cut and received in a separated small bag. The gripper presented no damages and the headpiece was still attached. The gripper, embolic coil and head piece were inspected under microscope. The no damage of the gripper was found, the embolic coil was totally stretched and kinked and the headpiece was cut after the soldered area. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of final assembly lot and lot 13456568 and coil subassembly lot 13409712 and 13409711 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Was reviewed. The DHR review indicates that the product was tested and inspected per established manufacturing requirements including inspection results test. Inspections are in place to prevent this type of failures leaving from the facility. The reported stretching and separation of the coil were confirmed. The instructions for use cautions that repositioning the infusion catheter while the coil is deployed may lead to damage and/or premature detachment of the embolic coil. It is possible that this factor contributed to the initial stretching of the coil and subsequent separation during withdrawal. Based on the available information, the images received, and the analysis of the returned device, the cause of the reported event and damages found on the returned device cannot be conclusively determined; however, there is no indication that it is related to the manufacturing process. Therefore, no corrective actions will be taken at this time.

Event description:
During the procedure the (mc) microcatheter (prowler unknown catalog and lot number) was positioned into the aneurysm (tip 1/3 of the total aneurysm length). The coil was prepared according to IFU and flushed. Then, it was advanced into the mc. The coil deployed into the aneurysm but during the last loops of the coil, one loop was pushed into the parent vessel. The surgeon decided to retrieve the coil and pulled the delivery catheter of the coil back to pull the coil into the mc. During this process, the coil started to stretch and eventually the coil tore. Only the delivery catheter and part of the coil was retrieved. The part of the coil that was stretched progressed distally and the surgeon used a coil retriever but without success. During the retrieval procedure, the vessel was occluded by a thrombus caused by the coil. The patient had a mild stroke caused by the embolized coil/thrombus, and was given rtpa to dissolve the thrombus. The decision was made to deploy a stent to push the stretched coil against the vessel wall. The procedure was prolonged 180 minutes due to the event. After the procedure, the patient was stable with good recovery and no clinical deficits. The incidental aneurysm still had partial inflow and was not occluded. A CT scan/MRI was performed and is available. Prior to the procedure, the patient did not have a history of subarachnoid hemorrhage.

Manufacturer narrative:
It was reported that the user was trained, and the product was stored per labeling instructions. The mc was not reshaped, and a continuous flush was maintained through the mc. There was no difficulty encountered inserting the guide wire or coil into the mc. Additional information will be submitted within 30 days of receipt.